Event description:
It was reported the pt has been experiencing pain at the ipg site that mostly occurs when stimulation is on. An impedance check was performed and revealed low impedance. X-rays were taken and revealed the ipg header was damaged. As a result, the pt may undergo surgical intervention.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.